Event description:
The customer contact reported the device did not deliver. At 1345, the device was programmed on channel a for piggyback to deliver an unspecified medication, with a 268ml/hr rate and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that the nurse noted the device "appeared to be drawing from the primary bag." The nurse reported the primary container was hung at a level below the secondary container. At that time, the nurse clamped the primary tubing and the device alarmed "flow restriction." After an unspecified length of time and an unspecified number of attempts, the nurse was able to start the piggyback delivery. The device was removed from clinical service after the delivery was complete. There were no reported adverse patient effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4). (B) (4).